Manufacturer narrative:
Review of device mfg record history confirmed device met pre-release specifications. Investigation is inconclusive. The engineering eval states the viabahn device was returned on the guidewire and within the sheath. The first layer of zipper wad deployed approx 3 cm. The proximal end of the endoprosthesis was flowered. The endoprosthesis was compressed/displaced approx 6 cm distally. It could not be determined if there were anomalies attributable to the manufacture of the device.

Event description:
During treatment for a stenotic lesion in the right iliac artery, a 9fr sheath was used to advance a gore viabahn endoprosthesis over a .035 amplatz wire using a retrograde approach. Pre-dilation was done at the stenotic lesion site. Resistance was encountered during device advancement. The physician attempted to withdraw the device in order to re-dilate the stenotic site. However, the gore viabahn endoprosthesis was stuck in the sheath. The introducer sheath, viabahn device and the guidewire were removed in tandem. The viabahn device had compressed within the introducer sheath. A cut down was performed in the right common femoral artery to regain access to the lesion. Another viabahn device was deployed successfully and the pt is doing fine.